Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone the blood glucose level was high. The blood glucose level was 420mg/dl. When inserted in the infusion set the reservoir would not lock in and just continue spinning .the customer was troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test per (B)(4) as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into paradigm pump. Conclusion: reservoir not leaks. Also inspected reservoir¿s snap-cap width dimension per (B)(4). Also, using a new lab infusion set connect found reservoir's snap-cap too loose to connect or lock. Evaluated five open or used reservoirs and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test per (B)(4) as follow: reservoirs filled with diluent and connected to a new infusion set, installed reservoirs and connectors into paradigm pump. Conclusion: reservoirs not leaks. Also inspected reservoir¿s snap-cap width dimensions per (B)(4), also using a new lab infusion set connected. 4 of 5 reservoirs easy to connect or lock or release properly.